Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the insulin pump was under delivering. The customer's blood glucose was 1033 mg/dl at the time of incident. The customer's blood glucose was 414 mg/dl at the time of call. The customer's blood glucose was over 600 mg/dl at the time of call. The customer stated that they tried to treat the blood glucose with the insulin pump. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks and setting issues. The customer declined to check for site and insulin issues. The insulin pump will not be returned for analysis.